Manufacturer narrative:
Visual inspection of the returned drivers confirms that the bolt has fractured.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Allegedly, it was reported that the patient underwent a procedure to have external fixation implanted. The patient underwent a revision due to the need of an extra ring. A few days post-op, it was reported by the patient that the bolts were loose and falling off; the patient heard the bolts pop while in bed, inactive.? It was found that 8 bolts broke at the head. The patient underwent a revision surgery to replace the wire and the bolts. No additional patient complications were reported.